Event description:
The customer reported that following a ptca/stent procedure on may 18, 1999, a size 2 vasoseal vhd collagen plug was deployed in the patient. Over the following two weeks, the patient observed that the sheath had worked its way up through the puncture site in the groin. The vasoseal vhd sheath was removed from the patient's groin. The patient was given IV antibiotics (vancomycin) for one day to treat infection. The patient was sent home on oral antibiotics (keflex) for five days. No further complications were reported.